Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 20mg/ml for a total dose of 6.194mg/day (simple continuous) via an implantable pump for malignant pain. It was reported the patient's pump had an empty reservoir. The patient reported to the rep that they were hearing a pump alarm once every 10 minutes. The patient initially started hearing the low reservoir alarm on (B)(6) 2018. The rep wanted to confirm calculations on how long they would have before the pump goes empty. It was noted that the patient was allowed 8 boluses of 0.15ml/day, but uses about 2 to 3 of the boluses. It was noted the low reservoir alarm was set at 2ml. Bolus amount was 0.445ml, simple continuous and boluses was 6.644ml, the flow rate was 0.332ml/day, and the duration before empty was 6.02 days. It was reviewed if the pump had started alarming due to low reservoir on (B)(6) 2018, then the pump should be empty at this time. It was noted that the managing healthcare professional (hcp) was out of town this weekend so the patient will not be able to have it filled until next week. The rep was redirected to follow up with hcp to review considerations. The rep was going to follow up with the patient and let them know the information reviewed above and to seek emergency measures if they start to experience withdrawal symptoms. The patient reported an increase in pain. The event date was (B)(6) 2018. It was noted that the empty pump alarm should have started alarming sometime about 6 days (B)(6) 2018 (low reservoir alarm). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was interrogated and 0.5ml was left in the reservoir. It was reported that the doctor met the patient in the emergency room and filled the pump on 2018 (B)(6). The patient had missed two refill appointments. It was reported that the empty pump was resolved and the patient was back to normal pain control. The patient's weight was unknown. No further complications were anticipated/reported.